Event description:
It was reported that a cerebral vascular accident and death occurred. A left atrial appendage (laa) closure device was implanted and a 31mm watchman flx closure device was implanted. Upon awaking from the procedure, the patient was disoriented without improvement. Three (3) days post-implant, magnetic resonance imaging was performed, and a stroke was confirmed. Ten (10) days post-implant, the patient was discharged to hospice and died the following day. The official cause of death is unknown.